Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/08/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot per862, and no non-conformances were identified. Additional h3 investigation summary: two unopened samples of product code 8975, lot # per862 were returned for analysis. The complaint sample was not received. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-90712, 2210968-2019-90713 and 2210968-2019-90714. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). The following additional information was requested and obtained: specific number of sutures broke in this surgery? 3. Did all sutures break during actual use on patient? Yes. Lot number? Per862. Device return status/follow up : the impacted product is not available for evaluation but the sale confirmed that new product with the same lot are available. Related suture breakage device issues captured in reports: 2210968-2019-90712, 2210968-2019-90713. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a reoperation of an aortic valve replacement on an unknown date in (B)(6) 2019 and suture was used. During use, at the end of suturing of aorta at first knot the thread broke. Another lot of the same product code was used, the procedure was successfully completed.